Event description:
It was reported that the right monitor on the 9800 system was blank. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was re-installed during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.